Event description:
When drapes removed after 18 degrees procedure small red spot near side of mouth and small spot near center of upper chest. Pt had subdermal leads in place on that area of the face. Rn is uncertain if pt had lead on chest pt had intraoperative MRI.